Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing was detached from connector. The issue occurred with five same type of infusion sets used for full three days. The blood glucose level of the patient at the time of event was 540 mg/dl for 1 event and between 300 mg/dl and 500 mg/dl for other 4 events. Therefore, they tried to treat it with correction bolus via pump. Moreover, the patient stated that the clip pieces were not broken and he could hear the click when he reconnects his tubing to the site. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.